Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On 6/24/2023, the patient experienced inaccurate cgm values which occurred an undocumented number of days after the sensor had been inserted an undocumented site. At 6:45 am, the cgm display device showed a reading of 302 mg/dl. No symptoms were documented. The patient did not check the bg. She dosed unspecified humalog and went to sleep. The spouse found her unresponsive and called 911. The bg by emergency medical service (ems) was 23 mg/dl and the cgm readings were not documented. The hypoglycemia was treated with an unspecified IV and the patient recovered after treatment. Ems left after 1 hour and advised the patient to eat carbohydrates. There was no documentation of further medical evaluation or intervention. At the time of the call, the cgm was inaccurate with reading 338 mg/dl and bg 162 mg/dl. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - impact code - f1005 overdose.